Manufacturer narrative:
Results and conclusions summation - the pt's effects of thrombosis and angina are listed in the promus IFU, as known adverse events associated with coronary stenting procedures and are not necessarily an indication of a product qual deficiency. There was no report of any product malfunction identified during deployment of the stents that could have contributed to the reported pt effects, and the procedure was successfully completed. It is likely that the angina was a secondary effect of the thrombosis. However, a definitive cause for the reported pt effects, and the relationship to the proc, if any, cannot be determined. The 3.0 x 15 mm promus, is being filed under the same MFR#.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt presented with progressive chest pain. The procedure was to treat the proximal 1st diagonal and proximal lad. Both lesions were pre-dilated. The 2.75 x 15 mm promus was implanted in the proximal diagonal, and the 3.0 x 15 mm promus was implanted in the proximal lad. Both stents were post-deployed. The pt developed a mild episode of chest discomfort and repeat ultrasound revealed thrombus in the mid to distal diagonal vessel and an area of haziness distal to the stent in the lad. Suction aspiration was performed and reopro and nitroglycerin were administered. Multiple balloon inflations were performed in the distal diagonal restoring timi grade 2-3. No remaining thrombus was visible and no dissection was seen. An additional 3.0 x 15 mm promus was deployed in the mid lad. No additional event or pt info is available. Your are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.